Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due bent cannula caused by insufficient subcutaneous tissues leading to hyperglycemia. The blood glucose level was 450 mg/dl at the time of event and the patient got treated with correction bolus via pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008288, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008288". If the count of complaints equals or exceeds 4, further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6008288 was manufactured according to thework instruction (wi) version 79 and manufactured in the machine 12 on 28-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, four complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.